Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: consumer reported when taking injection, the patient end will break. Stated, no injury to report.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: the initial reporter's state was determined to be pa based on the area code of the provided phone number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary customer returned 11 unused 4mm, 32 gauge nano pro pen needles from lot 1314124. Each of the pen needles was applied to a skin analog and their condition was inspected. None of the pen needles were observed to have bent or broken after simulated use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of bending during use. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: consumer reported when taking injection, the patient end will break. Stated, no injury to report.